Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the device had an increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the device had an increased power consumption and device replacement was recommended. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the device had an increased power consumption and recommended device replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.